Event description:
It was reported that the patient experienced significant glucose fluctuations while using the ilet bionic pancreas, with periods of hyperglycemia followed by sudden drops, and the user reported ingesting approximately 25 g of fast-acting carbohydrates during lows due to work constraints, which appeared to contribute to overcorrection. Symptoms included low and high glucose readings. Outcomes included the need for troubleshooting and education and referral for additional training. Investigation included review of available device data and user interview. Investigation of this case revealed user technique issues related to carbohydrate treatment during hypoglycemia and confirmed meal announcements were made at the time of eating. It was concluded that the device function was not implicated and that user behavior contributed to the reported glucose variability. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.